Manufacturer narrative:
Primary hemodynamic values that are noted to be inaccurate can lead to mistreatment of the patient, however secondary parameter such as right ventricular ejection fraction (rvef) and end diastolic volume (edv) provide additional hemodynamic values to assist clinicians in assessment of patient status. Key parameters (including, but not limited to cardiac output (co), heartrate (hr), blood pressure (bp)) are directly associated with clinical treatment decisions, as secondary parameters (including, but not limited to rvef, edv) are ancillary clinical enhancement tools. Therefore, it is standard clinical practice to use key parameters to make clinical decisions and the inaccurate secondary parameters would not affect treatment as the whole patient status is taken into consideration. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided. Therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient's clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during patient monitoring with a hemisphere instrument (hem1) and swan ganz module (sgm) and a swan ganz catheter there were inaccurate values displayed. The edvi and ef values were less than 20% than expected. The numbers were not changing every five minutes on the display screen. The clinicians exchanged the cables and this did not resolve the issue. There was no inappropriate patient treatment administered. The patient demographics have been requested, but have not been provided. There was no patient harm or injury.